Manufacturer narrative:
Investigation summary: it was reported that nurses will go to push the saline in and the syringe will stop half way and won't be able to push the plunger in anymore. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came with no packaging flow wrap, tip cap or solution. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and, although on the higher end, the results were found to be within specification. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. It is possible that the customer noticed more force than normal was required to expel the solution. A device history record review was completed for provided material number 306546, lot 0325356. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd posiflush¿ normal saline syringes had difficult plunger movement while pushing out saline. The following information was provided by the initial reporter: "they were having problems with pre-filled saline syringes. Seems like this is happening more frequently where the nurses will go to push the saline and the syringe will stop half way and it won t allow it to push on the plunger anymore.¿ this occurred with (2) syringes yesterday. ¿the syringes still have some of saline in them that it won't let them push out.¿"